Event description:
A user facility¿s biomedical technician (bmt) reported that a dry acid mixer¿s jet valve was not opening, the connector was burnt and it skipped the final fill cycle. A fresenius field service technician (fst) was called onsite and ordered parts for the customer. The burned valve was noticed during use. There was no harm to any patients or individuals because of this malfunction. The valve was the original fresenius part on the machine. The biomed reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The biomed reported that there was no damage observed on any other components. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed has not yet received the parts that were ordered. They are mixing manually for the time being. The jet valve was discarded.

Event description:
A user facility¿s biomedical technician (bmt) reported that a dry acid mixer¿s jet valve was not opening, the connector was burnt and it skipped the final fill cycle. A fresenius field service technician (fst) was called onsite and ordered parts for the customer. The burned valve was noticed during use. There was no harm to any patients or individuals because of this malfunction. The valve was the original fresenius part on the machine. The biomed reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The biomed reported that there was no damage observed on any other components. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed has not yet received the parts that were ordered. They are mixing manually for the time being. The jet valve was discarded.

Manufacturer narrative:
Corrected information: b5.

Event description:
A user facility¿s biomedical technician (bmt) reported to technical services that a granuflo mixer¿s tank was not filling. A fresenius field service technician (fst) was called onsite and found that the jet valve was shorted out and burnt not allowing the tank to fill. He ordered parts for the customer. There was no harm to any patients or individuals because of this malfunction. The valve was the original fresenius part on the machine. The biomed reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The biomed reported that there was no damage observed on any other components. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed has not yet received the parts that were ordered. They are mixing manually for the time being. The jet valve was discarded.

Event description:
A user facility¿s biomedical technician (bmt) reported that a granuflo mixer¿s jet valve was not opening, the connector was burnt and it skipped the final fill cycle. A fresenius field service technician (fst) was called onsite and ordered parts for the customer. The burned valve was noticed during use. There was no harm to any patients or individuals because of this malfunction. The valve was the original fresenius part on the machine. The biomed reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The biomed reported that there was no damage observed on any other components. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed has not yet received the parts that were ordered. They are mixing manually for the time being. The jet valve was discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported to technical services that a granuflo mixer¿s tank was not filling. A fresenius field service technician (fst) was called onsite and found that the jet valve was shorted out and burnt not allowing the tank to fill. He ordered parts for the customer. There was no harm to any patients or individuals because of this malfunction. The valve was the original fresenius part on the machine. The biomed reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The biomed reported that there was no damage observed on any other components. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed has not yet received the parts that were ordered. They are mixing manually for the time being. The jet valve was discarded.

Event description:
A user facility¿s biomedical technician (bmt) reported to technical services that a granuflo mixer¿s tank was not filling. A fresenius field service technician (fst) was called onsite and found that the jet valve was shorted out and burnt not allowing the tank to fill. He ordered parts for the customer. There was no harm to any patients or individuals because of this malfunction. The valve was the original fresenius part on the machine. The biomed reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The biomed reported that there was no damage observed on any other components. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed has not yet received the parts that were ordered. They are mixing manually for the time being. The jet valve was discarded.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius field service technician (fst) who found that the jet valve was shorted out and burnt not allowing the tank to fill. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product was not returned; a physical investigation could not be performed. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.